Event description:
The customer reported that the device issued a "speaker malfunct." Inop together with a loss of audio. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.